Event description:
Caller reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on several troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer was informed they would receive a new pump with updated software and was advised on backup therapy options to ensure no disruption in insulin delivery. Instructions were provided for returning the problematic pump, including putting it into storage mode, using a prepaid return label, and programming the new pump. The caller understood and acknowledged all instructions. Customer reverted to an alternative method of insulin therapy.